Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support was unable to determine the cause of the occlusion because the customer declined troubleshooting. The customer changed the necessary supplies and resumed insulin therapy.